Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited high pacing impedance. Programming changes were made. However, the rv lead impedance continued to increase in subsequent months. The patient was presented for the rv lead revision. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.